Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside shipping box, inside the product box, directly on device, within the applicator?)=>on the applicator. Please describe the type of foreign matter that was observed =>something like a black mold. Are there any photos of the foreign matter available?=>no. Please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. Evaluation: the product was returned for evaluation. Visual analysis of the returned sample revealed that one sealed packet that pertain to product code was returned for analysis. Upon initial inspection of the returned samples, the sample was observed with an unknown black foreign matter not related to the production process. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-02282, mw# 2210968-2023-02283. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. There was something like black mold on the applicator. Further details are not provided. There were no adverse consequences to the patient. Upon receipt, inspection and analysis, the sealed package sample was observed with an unknown black foreign matter not related to the production process.